Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow up post generator change out procedure with intermittent diaphragmatic stimulation. Upon interrogation, it was noted that only one vector was able to capture due to lead placement which was chronic. There was a slight increase in left ventricular threshold which was suspected to have caused the diaphragmatic stimulation. A chest x-ray was performed, and it was noted that the original lead placement was not ideal. The patient was scheduled for lead revision. The left ventricular lead was capped on (B)(6) 2019 and a new lead was implanted. The pacemaker was also electively replaced during the same procedure. The patient was stable throughout the procedure and was discharged.

Manufacturer narrative:
Correction - patient code - should be muscle stimulation and was coded as nerve stimulation in error which is corrected in follow up report.